Manufacturer narrative:
As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, it was not possible to extend the helix of the right ventricular (rv) lead. Unspecified measurements were not possible. The rv lead was explanted and replaced to resolve the event. The patient was stable.